Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During the procedure a cardiac perforation occurred. The patient underwent open heart surgery to correct the perforation. No further information on the status of the patient is available.

Manufacturer narrative:
Date of event : estimated based on the aware date of (B)(6) 2021.